Event description:
It was reported that continuous glucose monitor displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform full pump reset, completed reset with assistance, and successfully started new sensor session without further error messages.